Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The back part of the brushhead came apart / the bottom piece came loose [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that the back part of the oral-b brushhead, version unknown came apart while used with an oral-b rechargeable toothbrush, version unknown. He elaborated that the bottom piece came loose. No symptoms developed.